Event description:
It was reported that the right ventricular (rv) lead was an attempted implant. The lead was repositioned approximately six times; however, the lead parameters remained unacceptable. The lead was exchanged, and the procedure was successfully completed without adverse effects. The lead was received for analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Visual inspection showed the insulation was bunched and the coils were deformed (offset). Testing was completed to assess lead electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. A stylet insertion test was also performed, and resistance was felt in several places due to the bunched insulation and offset coils. The observations were consistent with the lead being placed through a constricted area.